Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) inspected and performed diagnostic testing, identifying that all pockets were opening beyond limits. The fse reseated the mini engine flex cable connections; however, the issue recurred intermittently during retesting. The fse isolated the fault by eliminating sub drawers and identified sub drawer 3 as the cause of a cascading failure. The fse replaced the mini engine (controller unit) and performed multiple rounds of diagnostic and application testing, after which all sub drawers functioned correctly and normal operation was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawers were pulling out too far. Providers able to access whole drawer when only one pocket would release. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.